Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
We received an allegation of discrepant results for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 162 mmol/l. Since this result was higher than expected, the sample was repeated with a result of 131 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number was s9673. The expiration date was not provided. The electrode was installed on (B)(6) 2024. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the detergent tubing was caught in the rinse mechanism locking assembly. The fse removed the rinse head and repositioned the tubing. Precision, ise checks, and calibration were completed successfully. The service maintenance actions resolved the issue.